Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. There was no allegation of malfunction against the device from the customer, however, defects were found with the device during service evaluation. It was found that the display of the device was flickering and that the cpu board was defective. Further, the device was found to not be calibrated correctly, had physical damage, initialization failure. And there was also alarm produced by the device. The defective cpu board, along with other defective material were replaced, the device was newly calibrated, cleaned, repaired, tested and found to be fully functional. User mishandling of the device is the most probable root cause for the physical damage to the pump, which in turn, would have caused it to not function as intended. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by affiliate via service request the 4580 fms duo+ pump/shaver combo -ns. Preventive maintenance / complaint escalated from wo. Defect identified during service assessment. No reported malfunction from the customer, no patient involvement, and no surgical delay. The failure was detected during electrical safety test. The device is available to be returned for evaluation.